Event description:
The following was reported by e-mail: unit has developed a heat related problem. Replaced cpu board but error condition remained. Replaced psu and operation was sporadic. Pump removed from hospital.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the intra-aortic balloon pump was returned for evaluation. One of the two main software clips, u6, was found to be the cause of the white screen and system error 4 problems with this unit. This was confirmed by repeated exchanging of the u6 chip with a known good u6 chip. Anytime the suspect u6 was installed, the unit experienced numerous white screen and system error 4 conditions. They were easily reproduced. With the known good u6 chip installed, the machine operated without failure for several days. A device history records review was conducted on the iabp & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.